Event description:
It was reported that a patient experienced bacterial peritonitis manifested by cloudy peritoneal effluent and abdominal pain coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the peritonitis. On the same day, the patient was treated with cefpirome sulfate (1 gram, 4 times a day) intravenously (IV), dissolved in isotonic sodium chloride solution (20 ml, 4 times a day) IV for peritonitis. The pd therapy was ongoing. The cause of the peritonitis was unknown. At the time of this report, the patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.